Event description:
It was reported that the stent dislodged and additional surgery was required. During insertion of a 3.50 x 16 synergy xd, the stent got caught on a previously placed stent. When the stent delivery system (sds) was removed from the body, it was noted that the stent had become dislodged from the balloon and retained in coronary. The stent was "pinned" with a stent previously implanted in the left main. Multiple attempts were made to retrieve the dislodged stent with no success. The patient was sent for open heart surgery, but the stent was not retrieved and will permanently remain in the left main.